Manufacturer narrative:
(B)(4). G2:foreign: canada. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a hip procedure. A few months later, the patient began experiencing pain. Subsequently, the patient was revised approximately 9 months post implantation, due to the femoral stem subsiding with no bone ingrowth. The hip joint was aseptic, and patient did not experience any trauma post operative. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} proposed component code: mechanical (g04)- stem . Visual examination of the returned product identified bio debris is embedded in the porous surface. Gouges and deformation are noted to the proximal end and neck. The stem was extracted and tool marks are noted. No other damage was noted. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.